Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of anti-tachycardia pacing (atp) for what appeared to be and atrial driven rhythm with rapid ventricular response (rvr). After the atp was delivered, the rhythm appeared to accelerate to ventricular tachycardia (vt) and some small instances of ventricular fibrillation (vf). Technical services (ts) reviewed the data. This ICD was subsequently explanted due to therapy upgrade. No additional adverse patient effects were reported.